Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and a barbed suture was used. During the procedure, the suture broke during continuous suturing. The surgeon opined that he might have pulled the suture too strongly using a needle holder. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.